Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter called in to report that her father had been hospitalized with high blood glucose following a sub-acute stroke. The customer's blood glucose level is 431 mg/dl. The daughter states that the hospitalization is unrelated to diabetes, but her father's blood glucose levels have been consistently high due to stress from the stroke. The symptoms of high blood glucose levels that the customer experienced were frequent urination and dry mouth. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus wizard settings were correct. No further information was reported.